Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level as well as customer alleging possible insulin pump was under delivery. Customer¿s blood glucose level was 470 mg/dl and 496 mg/dl at the time of incident and current blood glucose level was 440 mg/dl. Customer¿s other blood glucose level was 500 mg/dl to 600 mg/dl. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was able to perform high pressure test at this time. Customer was assisted with performing the high pressure test and the test results passed. Customer stated that they performed self test however, it did not give any insulin pump errors. Troubleshooting was performed for high blood glucose level and under delivery. The device will not be returned for analysis.